Event description:
I was pregnant with twins; they said I had a miscarriage and then discovered I had a tubal. After they did surgery, because of the tubal, the doctors talked me into the essure program saying I was too young for a hysterectomy and that if I got pregnant again it could hurt me. So I decided to let them do the procedure. No one checked my procedure. About a year and a half after the procedure I got pregnant again and another tubal. This time they removed my tubes. I still have pain down in that region on both sides. My first tubal was on the left side and they only implanted on the right side. Why talk me into this procedure then.